Event description:
The pt underwent surgery for implantable neurostimulator replacement due to battery depletion. High impedances were noted on one electrode immediately after surgery. Three days later, the pt was seen in clinic. Impedances were greater than 4000 ohms on electrodes # 1 and #2. Impedances on electrodes # 0 and # 3 were normal. Therapy impedances were unable to be read. The pt felt no stimulation sensation after the device was reprogrammed using the #0 and # 3 electrodes. X-rays were ordered. The pt's implanting hcp had retired. The pt was referred for further follow up and possible lead revision. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.